Event description:
The pump was reported to go into a constant 500 failure code during clinical use. The hosp biomed noted no incident report was filed and therefore the biomed was unable to obtain info regarding the medication involved, pump programming info, clinical contact info, specific pt info, pt status, medical intervention, or the tubing product code and lot number in use at the time. The biomed noted no adverse outcome resulted.